Event description:
It was reported that the user dropped the ilet on their foot while removing the belt clip to charge, resulting in a cracked display screen and the need for replacement. Symptoms included no reported adverse clinical effects. Outcomes included continued use of the dexcom g6/g7 independently while awaiting the replacement device and instruction to return the original device and re-complete start-up on the replacement. Investigation included customer service troubleshooting and education, confirmation of device replacement logistics, and data sync guidance. Investigation of this case revealed physical damage to the display screen consistent with accidental impact, with no device alerts or alarms and no functional assessment feasible on the damaged unit prior to return. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.